Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment measured approximately .478 that was stuck out at the wrist. An additional observation not reported by site is that the instrument distal pulley exhibited mechanical indentation on the edge. The indentation was located at the pulley where the grip cable broke. Failure analysis investigation concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the wire of the mega suturecut needle driver instrument was broken, the planned procedure was completed using an alternate device. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.